Event description:
Reference number (B)(4) event occurred in new zealand. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The location of detachment was tubing hub as the tubing broke. The infusion set was in use for 12 hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.